Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Reportedly, a temperature change had occurred prior to the occlusion alarm declaring. Blood glucose level was 148 mg/dl. During troubleshooting, a new cartridge was loaded and the pump performed as intended. Tandem technical support advised the customer to prevent temperature changes to the pump.